Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and pelvic infection ('infection (other) describe: pelvic') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypersensitivity, weight fluctuation, morbid obesity, breast mass and bacterial vaginosis. Concomitant products included aciclovir (acyclovir), atorvastatin, clindamycin, gabapentin, hydroxyzine, levothyroxine, loratadine, melatonin, metformin, omega-3 triglycerides, ranitidine, topiramate (trokendi xr) and tramadol. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), dermatitis contact ("allergic or hypersensitivity reaction type: dye/soap/latex, dye adhesive"), rubber sensitivity ("allergic or hypersensitivity reaction type: dye/soap/latex"), bacterial vaginosis ("infection (bladder/urinary tract/vaginal) type: bacterial vaginosis"), migraine ("migraines / headaches, clap headache"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems type: change in sight"), fatigue ("fatigue"), alopecia ("hair loss"), arthralgia ("pain hip"), pain in extremity ("leg back pain"), toothache ("dental problem : many broken teeth, vary painful"), sensitive skin ("skin sensitivity"), vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type: vaginal yeast infection") and allergic reaction to excipient ("allergic or hypersensitivity reaction type: dye/soap/latex") and was found to have weight increased ("weight gain / loss specify which one: weight gain") and white blood cell count increased ("infection describe: high white blood count"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 3 months after insertion of essure. On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), allergy to metals ("nickel allergy"), urticaria chronic ("rashes or skin conditions type: chronic hives, welts"), tooth fracture ("dental problems : many broken teeth"), vaginal infection ("vaginal infection") and headache ("headache "). The patient was treated with miconazole, many fillings, 3 root canals crowns and surgery ((B)(6) 2018-bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, abdominal pain and back pain had resolved, the pelvic infection, vaginal haemorrhage, menorrhagia, allergy to metals, dermatitis contact, rubber sensitivity, bacterial vaginosis, urticaria chronic, migraine, vaginal discharge, visual impairment, fatigue, weight increased, alopecia, white blood cell count increased, tooth fracture, toothache, sensitive skin, vulvovaginal mycotic infection, allergic reaction to excipient, vaginal infection and headache outcome was unknown and the arthralgia and pain in extremity was resolving. The reporter considered abdominal pain, allergic reaction to excipient, allergy to metals, alopecia, arthralgia, back pain, bacterial vaginosis, dermatitis contact, dyspareunia, fatigue, headache, menorrhagia, migraine, pain in extremity, pelvic infection, pelvic pain, rubber sensitivity, sensitive skin, tooth fracture, toothache, urticaria chronic, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal mycotic infection, weight increased and white blood cell count increased to be related to essure. The reporter commented: current weight 219lbs discrepancy in essure insertion dates- (B)(6) 2010. Patient received treatment for events- dyspareunia (painful sexual intercourse), pelvic pain female, abdominal pain, back pain, menorrhagia, allergy to metal, vaginal infection, vaginal discharge, fatigue, hair loss, headache, migraine, weight gain, vision problems, hypersensitivity, rashes or skin conditions. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: ppf received: newly added newts- vaginal infection, headache, outcome of the previously reported event- dyspareunia (painful sexual intercourse), pelvic pain female, abdominal pain, back pain were updated. On 21-nov-2019: f/u 4&5 proceed together, pfs received: onset date of previously reported events- migraine was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and pelvic infection ('infection (other) describe: pelvic') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypersensitivity, weight fluctuation, morbid obesity, breast mass and bacterial vaginosis. Concomitant products included aciclovir (acyclovir), atorvastatin, clindamycin, gabapentin, hydroxyzine, levothyroxine, loratadine, melatonin, metformin, omega-3 triglycerides, ranitidine, topiramate (trokendi xr) and tramadol. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), dermatitis contact ("allergic or hypersensitivity reaction type: dye/soap/latex, dye adhesive"), rubber sensitivity ("allergic or hypersensitivity reaction type: dye/soap/latex"), bacterial vaginosis ("infection (bladder/urinary tract/vaginal) type: bacterial vaginosis"), migraine ("migraines / headaches, clap headhace"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems type: change in sight"), fatigue ("fatigue"), alopecia ("hair loss"), arthralgia ("pain hip"), pain in extremity ("leg back pain"), toothache ("dental problem : many broken teeth, vary painfull"), sensitive skin ("skin sensitivity"), vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type: vaginal yeast infection") and allergic reaction to excipient ("allergic or hypersensitivity reaction type: dye/soap/latex") and was found to have weight increased ("weight gain / loss specify which one: weight gain") and white blood cell count increased ("infection describe: high white blood count"). On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 3 months after insertion of essure. On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), allergy to metals ("nickel allergy"), urticaria chronic ("rashes or skin conditions type: chronic hives, welts"), tooth fracture ("dental problems : many broken teeth"), vaginal infection ("vaginal infection"), headache ("headache "), urticaria ("hives"), incision site haemorrhage ("incisional hematoma"), dizziness ("light headed/dizzy"), mechanical urticaria ("dermatographism"), tooth infection ("tooth infection"), musculoskeletal pain ("shoulder pain") and flatulence ("gas pain"). The patient was treated with miconazole, many fillings, 3 root canals crowns and surgery ((B)(6) 2018-bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, abdominal pain and back pain had resolved, the pelvic infection, vaginal haemorrhage, menorrhagia, allergy to metals, dermatitis contact, rubber sensitivity, bacterial vaginosis, urticaria chronic, migraine, vaginal discharge, visual impairment, fatigue, weight increased, alopecia, white blood cell count increased, tooth fracture, toothache, sensitive skin, vulvovaginal mycotic infection, allergic reaction to excipient, vaginal infection, headache, incision site haemorrhage, dizziness, mechanical urticaria, tooth infection, musculoskeletal pain and flatulence outcome was unknown and the arthralgia and pain in extremity was resolving. The reporter considered abdominal pain, allergic reaction to excipient, allergy to metals, alopecia, arthralgia, back pain, bacterial vaginosis, dermatitis contact, dizziness, dyspareunia, fatigue, flatulence, headache, incision site haemorrhage, mechanical urticaria, menorrhagia, migraine, musculoskeletal pain, pain in extremity, pelvic infection, pelvic pain, rubber sensitivity, sensitive skin, tooth fracture, tooth infection, toothache, urticaria, urticaria chronic, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal mycotic infection, weight increased and white blood cell count increased to be related to essure. The reporter commented: current weight 219lbs discrepancy in essure insertion dates- (B)(6) 2010 and (B)(6) 2010. Patient received treatment for events- dyspareunia (painful sexual intercourse), pelvic pain female, abdominal pain, back pain, menorrhagia, allergy to metal, vaginal infection, vaginal discharge, fatigue, hair loss, headache, migraine, weight gain, vision problems, hypersensitivity, rashes or skin conditions. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2020: social media received. Reporter's information added. Events :dermatographism, hives, incisional hematoma, light headed/dizzy, tooth infection, shoulder pain, gas pain were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and pelvic infection ('infection (other) describe: pelvic') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypersensitivity, weight fluctuation, morbid obesity, breast mass and bacterial vaginosis. Concomitant products included aciclovir (acyclovir), atorvastatin, clindamycin, gabapentin, hydroxyzine, levothyroxine, loratadine, melatonin, metformin, omega-3 triglycerides, ranitidine, topiramate (trokendi xr) and tramadol. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), dermatitis contact ("allergic or hypersensitivity reaction type: dye/soap/latex, dye adhesive"), rubber sensitivity ("allergic or hypersensitivity reaction type: dye/soap/latex"), bacterial vaginosis ("infection (bladder/urinary tract/vaginal) type: bacterial vaginosis"), migraine ("migraines / headaches, clap headhace"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems type: change in sight"), fatigue ("fatigue"), alopecia ("hair loss"), arthralgia ("pain hip"), pain in extremity ("leg back pain"), toothache ("dental problem : many broken teeth, vary painfull"), sensitive skin ("skin sensitivity"), vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type: vaginal yeast infection") and allergic reaction to excipient ("allergic or hypersensitivity reaction type: dye/soap/latex") and was found to have weight increased ("weight gain / loss specify which one: weight gain") and white blood cell count increased ("infection describe: high white blood count"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 3 months after insertion of essure. On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), allergy to metals ("nickel allergy"), urticaria chronic ("rashes or skin conditions type: chronic hives, welts"), tooth fracture ("dental problems : many broken teeth"), vaginal infection ("vaginal infection"), headache ("headache "), urticaria ("hives"), incision site haemorrhage ("incisional hematoma"), dizziness ("light headed/dizzy"), mechanical urticaria ("dermatographism"), tooth infection ("tooth infection"), musculoskeletal pain ("shoulder pain") and flatulence ("gas pain"). The patient was treated with miconazole, many fillings, 3 root canals crowns and surgery ((B)(6) 2018-bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, abdominal pain and back pain had resolved, the pelvic infection, vaginal haemorrhage, menorrhagia, allergy to metals, dermatitis contact, rubber sensitivity, bacterial vaginosis, urticaria chronic, migraine, vaginal discharge, visual impairment, fatigue, weight increased, alopecia, white blood cell count increased, tooth fracture, toothache, sensitive skin, vulvovaginal mycotic infection, allergic reaction to excipient, vaginal infection, headache, incision site haemorrhage, dizziness, mechanical urticaria, tooth infection, musculoskeletal pain and flatulence outcome was unknown and the arthralgia and pain in extremity was resolving. The reporter considered abdominal pain, allergic reaction to excipient, allergy to metals, alopecia, arthralgia, back pain, bacterial vaginosis, dermatitis contact, dizziness, dyspareunia, fatigue, flatulence, headache, incision site haemorrhage, mechanical urticaria, menorrhagia, migraine, musculoskeletal pain, pain in extremity, pelvic infection, pelvic pain, rubber sensitivity, sensitive skin, tooth fracture, tooth infection, toothache, urticaria, urticaria chronic, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal mycotic infection, weight increased and white blood cell count increased to be related to essure. The reporter commented: current weight 219lbs discrepancy in essure insertion dates- (B)(6) 2010 and (B)(6) 2010. Patient received treatment for events- dyspareunia (painful sexual intercourse), pelvic pain female, abdominal pain, back pain, menorrhagia, allergy to metal, vaginal infection, vaginal discharge, fatigue, hair loss, headache, migraine, weight gain, vision problems, hypersensitivity, rashes or skin conditions. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and pelvic infection ('infection (other) describe: pelvic') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypersensitivity, weight fluctuation, morbid obesity, breast mass and bacterial vaginosis. Concomitant products included aciclovir (acyclovir), atorvastatin, clindamycin, gabapentin, hydroxyzine, levothyroxine, loratadine, melatonin, metformin, omega-3 triglycerides, ranitidine, topiramate (trokendi xr) and tramadol. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), dermatitis contact ("allergic or hypersensitivity reaction type: dye/soap/latex, dye adhesive"), rubber sensitivity ("allergic or hypersensitivity reaction type: dye/soap/latex"), bacterial vaginosis ("infection (bladder/urinary tract/vaginal) type: bacterial vaginosis"), migraine ("migraines / headaches, clap headache"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems type: change in sight"), fatigue ("fatigue"), alopecia ("hair loss"), arthralgia ("pain hip"), pain in extremity ("leg back pain"), toothache ("dental problem : many broken teeth, vary painful"), sensitive skin ("skin sensitivity"), vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type: vaginal yeast infection") and allergic reaction to excipient ("allergic or hypersensitivity reaction type: dye/soap/latex") and was found to have weight increased ("weight gain / loss specify which one: weight gain") and white blood cell count increased ("infection describe: high white blood count"). On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 3 months after insertion of essure. On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), allergy to metals ("nickel allergy"), urticaria chronic ("rashes or skin conditions type: chronic hives, welts"), tooth fracture ("dental problems : many broken teeth"), vaginal infection ("vaginal infection"), headache ("headache "), urticaria ("hives"), incision site haemorrhage ("incisional hematoma"), dizziness ("light headed/dizzy"), mechanical urticaria ("dermatographism"), tooth infection ("tooth infection"), musculoskeletal pain ("shoulder pain"), flatulence ("gas pain") and seroma ("incisional seroma"). The patient was treated with miconazole, many fillings, 3 root canals crowns and surgery (B)(6) 2018-bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, abdominal pain and back pain had resolved, the pelvic infection, vaginal haemorrhage, menorrhagia, allergy to metals, dermatitis contact, rubber sensitivity, bacterial vaginosis, urticaria chronic, migraine, vaginal discharge, visual impairment, fatigue, weight increased, alopecia, white blood cell count increased, tooth fracture, toothache, sensitive skin, vulvovaginal mycotic infection, allergic reaction to excipient, vaginal infection, headache, incision site haemorrhage, dizziness, mechanical urticaria, tooth infection, musculoskeletal pain, flatulence and seroma outcome was unknown and the arthralgia and pain in extremity was resolving. The reporter considered abdominal pain, allergic reaction to excipient, allergy to metals, alopecia, arthralgia, back pain, bacterial vaginosis, dermatitis contact, dizziness, dyspareunia, fatigue, flatulence, headache, incision site haemorrhage, mechanical urticaria, menorrhagia, migraine, musculoskeletal pain, pain in extremity, pelvic infection, pelvic pain, rubber sensitivity, sensitive skin, seroma, tooth fracture, tooth infection, toothache, urticaria, urticaria chronic, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal mycotic infection, weight increased and white blood cell count increased to be related to essure. The reporter commented: current weight 219lbs. Discrepancy in essure insertion dates- (B)(6) 2010 and (B)(6) 2010. Patient received treatment for events- dyspareunia (painful sexual intercourse), pelvic pain female, abdominal pain, back pain, menorrhagia, allergy to metal, vaginal infection, vaginal discharge, fatigue, hair loss, headache, migraine, weight gain, vision problems, hypersensitivity, rashes or skin conditions. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media received; new event incisional seroma was added. Reporter details added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypersensitivity, weight fluctuation, morbid obesity and breast mass. Concomitant products included aciclovir (acyclovir), atorvastatin, clindamycin, gabapentin, hydroxyzine, levothyroxine, loratadine, melatonin, metformin, omega-3 triglycerides, ranitidine, topiramate (trokendi xr) and tramadol. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems type: change in sight"), fatigue ("fatigue"), alopecia ("hair loss"), arthralgia ("pain hip"), pain in extremity ("leg back pain"), toothache ("dental problem : many broken teeth, vary painful") and sensitive skin ("skin sensitivity") and was found to have weight increased ("weight gain / loss specify which one: weight gain") and white blood cell count increased ("infection describe: high white blood count"). On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 2 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), allergy to metals ("nickel allergy"), back pain ("back pain"), dermatitis contact ("allergic or hypersensitivity reaction type: dye/soap/latex, dye adhesive"), rubber sensitivity ("allergic or hypersensitivity reaction type: dye/soap/latex"), bacterial vaginosis ("infection (bladder/urinary tract/vaginal) type: bacterial vaginosis"), pelvic infection ("infection (other) describe: pelvic"), urticaria ("rashes or skin conditions type: chronic hives, welts"), migraine ("migraines / headaches, clap headache"), tooth fracture ("dental problems: many broken teeth") and vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type: vaginal yeast infection"). The patient was treated with miconazole, many fillings, 3 root canals crowns and surgery ((B)(6) 2018-bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia, allergy to metals, dermatitis contact, rubber sensitivity, bacterial vaginosis, pelvic infection, urticaria, migraine, vaginal discharge, visual impairment, fatigue, weight increased, alopecia, white blood cell count increased, tooth fracture, toothache, sensitive skin and vulvovaginal mycotic infection outcome was unknown and the abdominal pain, back pain, arthralgia and pain in extremity was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, back pain, bacterial vaginosis, dermatitis contact, dyspareunia, fatigue, menorrhagia, migraine, pain in extremity, pelvic infection, pelvic pain, rubber sensitivity, sensitive skin, tooth fracture, toothache, urticaria, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal mycotic infection, weight increased and white blood cell count increased to be related to essure. The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received events "abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: dye/soap/latex, infection (bladder/urinary tract/vaginal) type: bacterial vaginosis, infection (other) describe: pelvic, rashes or skin conditions type: chronic hives, migraines / headaches, , nickel allergy, dyspareunia (painful sexual intercourse), vaginal discharge, vision/eye problems type: change in sight, fatigue, weight gain, hair loss, high white blood count, hip pain, leg pain, back pain, pelvic pain, vaginal yeast infection, dental problem: many broken teeth, very painful, skin sensitivity" were added. Outcome of event " abdominal, back, hip/ leg pain" were updated as recovering. Concomitant drug, lab data and medical history were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.